Event description:
This case involving a device, reported by a consumer via a co rep, concerns hyperglycaemia. The pt was taking human regular insulin (humulin r) 25iu in the morning, 15iu at noon and 25iu in the evening and human insulin isophane suspension (humulin n) 34iu a day via two burgundy humapen ergo with clear cartridge holder for the treatment of diabetes. The devices were operated by the pt who was a trained user. The duration of use was approximately 3 years. The pt's medical history was unk. Concomitant medications were provided as follows: enalapril (renitec) for an unk indication. In 2003, aproximately 3 years and 2 months after beginning human regular insulin and human insulin isophane suspension via the humapens (lot#a1509/model#ms8930 and lot#a1523/model#ms8930) the pt called the affiliate office to complain that between the cartridge holder and the injection screw were worn out. The pens fell apart and the injection screw stuck several times. The correct amount of human regular insulin and human insulin isophane suspension was not delivered but this was not noticed. The pt had high blood sugar levels on several occasions including 16mmol/l on an unk date. The pt saw a physician but no further details were reported. The devices were returned to the co for analysis in 2003. Initial analysis by the affiliate control dept in 2003 found two broken engagement tabs and the injection screw advanced with difficulty for cid173985, lot a1509. Human regular insulin and human insulin isophane suspension were continued. The humapens were discontinued and replaced with new humapens. No opinion of relatedness was given as the reporter was not a health care professional. 2003: cid173985, lot a1509: device analysis summary. The complaint device was returned in a condition that was not possible to test. Malfunction identified that does impact performance specifications. Analysis category: pen-broken engagement tabs. A device with both engagement tabs broken could result in a possible underdose. Storage and usage: based on the engineer's investigation, there is evidence of improper use or storage. 1. Purposeful removal of both engagement tabs with an unk tool. 2003: cid173991, lot a1523: device final analysis. The manufacturer's investigation of the returned device confirmed in 2003 the device was tested and the results were within specifications for functionality, dose accuracy and glide force. Also found were a soft touch failure, a cracked cap, and broken locking bar spring arm/s. Removed cirm date and changed malfunction from yes to no, associated second device with ae.